Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with st-elevation myocardial infarction (stemi). A diagnostic study found that the patient had a totally occluded, non-calcified, proximal left anterior descending coronary artery. A 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance to the lesion, inflated to 8 atmospheres and under fluoroscopy no contrast was observed in the balloon. The balloon was deflated and re-inflated to 8 atmospheres and the balloon showed some contrast under fluoroscopy, but was not filled all the way. Attempted to deflate the balloon, but it would not deflate even though double negative was pulled with the unspecified indeflator. The indeflator was replaced with a 20 cc syringe to pull negative pressure manually and the balloon still would not fully deflate. The balloon deflated enough that the physician was able to pull the bcd back into the guide catheter and remove the bdc with resistance felt from the anatomy. Once removed from the anatomy it was observed that the balloon was still partially inflated. A non-abbott bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation/deflation issues; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.